Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was kinked approximately 41.0 cm, 74.5 cm and 153.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present throughout the embolization coil. Conclusions: evaluation of the returned smart coil revealed an embolization coil with offset coil winds. It was reported that the smart coil was successfully placed into the patient but was removed due to imperfect positioning, then the same smart coil was attempted to be advanced again later in the procedure and could not advance within its introducer sheath. This may have contributed to the offset coil winds. If offset coil winds are present along the embolization coil, resistance may be encountered while advancing the device within its introducer sheath. Further evaluation revealed kinks along the pusher assembly. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, while inserting the smart coil through a non-penumbra microcatheter the physician found the positioning of the microcatheter to be imperfect; therefore, the physician decided to remove the smart coil for later use and repositioned the microcatheter. However, while attempting to reinsert the smart coil, it would not advance at all within its introducer sheath. Therefore, the smart coil was removed. Subsequently, the procedure was completed using new smart coils and other coils. There was no report of an adverse effect to the patient.